Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system-controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-jun-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system-controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 26-mar-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient came to the emergency department for a controller fault alarm due to a depleted internal battery. There was an initial attempt to exchange the controller to the back-up controller and the pump did not start. The coordinator immediately utilized a controller with alternate software to attempt to restart the vad. The use of the controller did restart the vad. The patient was provided with a backup controller with alternate software prior to discharge. Of note, the patient is part of the subgroup 3 population. Review of logfile data confirmed the issue was due to the internal battery end of life and also atypical motor starts. Atypical motor starts were previously noted in the logfiles, and the device ID was set incorrectly, not appearing on all logfiles. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. Three (3) controllers ((B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned devices passed functional testing and internal visual inspection. Internal visual inspection of (B)(6) did not reveal any anomalies. Failure analysis of (B)(6) revealed that the controller passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen and one of the cells was short-circuited. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed ten (10) motor start events, recorded on (B)(6) 2022 at 12:25:53, (B)(6) 2022 at 14:32:21 and 15:03:26, (B)(6) 2022 at 11:06:34 and 11:39:43, (B)(6) 2022 at 11:09:22, (B)(6) 2022 at 11:30:11 and 11:47:10, (B)(6) 2022 at 11:46:29, and on (B)(6) 2025 at 12:38:17, in which motor start parameters were atypical. Log file analysis revealed (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 05:25:36, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller, (B)(6), had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 12:02:44, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed that (B)(6) was one of the patient¿s backup controllers, initially in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power up was logged on (B)(6) 2025 at 09:00:09. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or the reported controller exchange. Review of the alarm log file revealed a vad disconnect alarm logged on (B)(6) 2025 at 11:00:23, indicating the controller was powered on without the driveline connected. Furthermore, log files revealed several additional controller power up events without an associated motor start event were logged on (B)(6) 2025, likely due to troubleshooting. This was followed by a vad stopped alarm and an unsuccessful motor start event logged on (B)(6) 2025 at 12:37:56, indicating that the pump failed to restart after multiple attempts. Log files then revealed a successful motor start event was recorded on (B)(6) 2025 at 12:38:17. Log file analysis associated with (B)(6) revealed that (B)(6) was one of the patient¿s backup controllers, initially in use during the reported event. Of note, (B)(6) was loaded with the a software containing an unapproved pump start algorithm. Log file analysis revealed a controller power up with a successful motor start event was logged on (B)(6) 2025 at 12:39:44. Following this power up event, log files revealed that various parameters including the date, pump ID, and alarm limits were being set. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 12:40:20, indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange. Of note, the alarm log file for (B)(6) was not available for analysis. Log file analysis associated with (B)(6) revealed that this controller was not in use during the reported event. As a result, the reported events were confirmed. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers and/or the controller being powered on without the driveline connected, likely due to troubleshooting and/or a controller exchange. The most likely root cause of the reported controller fault alarm event involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6), d9: yes, return date: 20-may-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6), d9: yes, return date: 20-may-2025 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6), d9: yes, return date: 20-may-2025, h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.